Manufacturer narrative:
Zoll has not received the quattro catheter for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed. Per zoll medical safety assessment, the nacl bag usually contains two 500 ml of sterile saline. Insertion of 1000 ml of sterile saline over 6h in the patient's vasculature could not potentially harm the patient. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals. Event is not serious because there was no patient's effect. Event of the fluid ran into the patient's vasculature is probably related to the catheter due to the nature of the event (saline from the device bed ran into the patient's vasculature).

Event description:
At an unspecified time during rewarming phase of ivtm therapy on a 52 years old patient, the user changed saline bag twice. User did not observe leak on suk, liquid under the console or near the patient, indicating a catheter balloon leak. Approximately 6 hours later, user changed the saline bag again. No further information received from the reporter. No consequences or impact to patient.